Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units compressor valve is leaking.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units compressor valve is leaking. There was no patient involvement.

Manufacturer narrative:
Updated fields - h6 (type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) called customer, checked logs over the phone. Customer run the unit for several hours on a customer provided test balloon and trainer. No errors were found, device autofilled fine. Checked in with customer over the course of the day and could not find any issues. Unit cleared for clinical use. H3 other text : device not returned for serivce